Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. Two weeks later, a surgical procedure was performed, pump and reservoir were replaced. A patient outcome of improved following the procedure was reported.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. Two weeks later, a surgical procedure was performed, pump and reservoir were replaced. A patient outcome of improved following the procedure was reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The momentary squeeze (ms) pump and spherical reservoir were visually examined and functionally tested for leaks. Ms pump tubing was cut down to the pump block, the tubing was not returned for analysis. Ms pump passed the leak test. Ms pump did not pass activation tests. Spherical reservoir passed visual inspection and there were no visual damages or anomalies found. Spherical reservoir passed leak test. Product analysis confirmed the reported event. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.